Manufacturer narrative:
The disposable set involved in this case was not returned for investigation. An inspection of the retention sample from the associated lot revealed no anomalies or defects. The manufacturing records of the associated lot were also reviewed and nothing notable was observed. It is unusual for the disposable set to start leaking after it has been in use for over an hour and infusing at a high rate of 1000ml/min, as reported by the user facility. We will follow up with the user facility to try to obtain any additional information. It was reported that there was no harm to the patient. Should any additional information become available, a supplemental report will be submitted accordingly. We will continue to monitor and trend reports of this nature.

Event description:
The user facility reported the following: "during hp case, tubing leaked at the plastic to plastic connection below the lura-lock connection below the machine. The leak was stopped using skin glue and a tageaderm."